Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, blower assembly, blower bellows, machine flow sensor, muffler assembly and tubing were found to be contaminated and were replaced to address the issue.